Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysi revealed the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant. The lead was returned with attempted implant damage. A lead deformity was not observed during analysis.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the lead was attempted but not implanted. It was reported that a lead deformity was observed under fluoroscopy. Another lead was implanted. No patient complications have been reported as a result of this event.